Event description:
It was reported that the patient was in a car accident in (B)(6) 2012. It was noted that the issue after the accident was that the device would not hold a ¿charger¿ as well as it did prior. It was noted that the patient used to only have to charge the implant every week to week and a half for an hour. It was noted that after the accident, the implant would only hold charge for 2 to 3 days. It was noted that the patient had the nurses charge the implant for 5 to 6 months when the patient was in the hospital because, they were immobile. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 3777-45, serial# (B)(4), implanted: 2010 (B)(6); product type lead product ID 3708140, serial# (B)(4), implanted: 2010 (B)(6); product type extension product ID 37744, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).